Event description:
General report received of an unspecified number of undocumented incidents of the silicone sleeve of the clave ports remained in the depressed position. The primary tubing sets were being used to deliver unspecified medications, at unspecified rates, via plum pumps. After unspecified lengths of time, the male adapters of a needleless valve connector of secondary tubing sets were connected to the clave secondary port on the cassettes of the primary tubing sets for piggyback deliveries of unspecified chemotherapeutic agents. After unspecified lengths of time after the deliveries were complete, it was reported that the secondary tubing sets were disconnected from the clave secondary ports. At this time, it was reported that an unspecified volumes of solution leaked and the silicone sleeve of the clave ports remained in the depressed position. The solutions that leaked were cleaned up according to the user facility's protocol. The tubing sets were replaced and the therapies were resumed. There wee no reported adverse pt effects and no reported delays in therapies critical to these patients. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The customer contact indicated that the device was discarded. A representative device from an unk lot is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.